Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
Baxter (B)(4) reports leakage from a minicap transfer set. The affiliate reported no pt injury or medical intervention with initial report. No further info regarding this event is available at this time.